Event description:
It was reported that on (B)(6) 2026, a 35 mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the valve was able to be implanted at a depth of 3-4 mm on the non-coronary cusp (ncc). No adverse health consequences were reported. On the following day, the patient had clinical condition had deteriorated with hemodynamic instability being observed. Post-implant balloon valvuloplasty (post-bav) was performed using a 24 mm and twice with 26 mm, non-abbott balloon. On the following day, the patient was pronounced to deceased. The implanter classified this death likely related to the procedure and the patient¿s comorbidities since he stated that the valve looked fine.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of incomplete stent opening, device stenosis, aortic valve stenosis, hypotension, and death were reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information, the cause for the reported incomplete stent opening could not be determined. The reported device stenosis, aortic valve stenosis, hypotension are likely cascading effects from the event. An unexpected medical intervention was a result of case specific circumstances, as a post bav was performed. The reported death is likely related to procedural circumstances and patient¿s comorbidities; however, this cannot be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the valve was able to be implanted at a depth of 3-4mm on the non-coronary cusp (ncc). No adverse health consequences were reported. On the following day, the patient had clinical condition had deteriorated with hemodynamic instability being observed. Post-implant balloon valvuloplasty (post-bav) was performed using a 24mm and twice with 26mm, non-abbott balloon. On the following day, the patient was pronounced to deceased. The implanter classified this death likely related to the procedure and the patient¿s comorbidities since he stated that the valve looked fine.